Event description:
False negative result(s). I had multiple flu symptoms so I bought two of these tests. When I took the first one on day 2 of symptoms it was negative. When I took the second one on day 3 of symptoms it was also negative. Went to urgent care on day 3 and immediately tested positive with their rapid test for flu a and flu b. Never buying these again.

Manufacturer narrative:
The current complaint is related to performance issue or device malfunction, but no information was provided for acon to conduct an investigation. Any additional information received by acon may be provided to FDA in a follow up MDR.